Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant of the pulse generator, the physician had difficulty fully inserting a lead into the right ventricular header port of the pulse generator. Mineral oil was used as a lubricant and the lead was able to be inserted. The device was successfully implanted.